Event description:
Customer alleged that they have a bed that the scale will not zero and there are no error codes. Customer checked the load beams and none of the red leds were illuminated. No injuries were reported.

Manufacturer narrative:
A replacement scale board was sent to the account to fix the issue of scale being inaccurate. A hill-rom technician could not find the bed that presented the problem.